Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot pass incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication at this time that the defective electrode belt caused or contributed to the patient's death.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming functionality testing. The electrode belt was last used by a patient who passed away on (B)(6) 2016. The patient was reportedly taken to the hospital via ambulance and the lifevest was removed by ems. There are no deficiencies alleged against the device. There is no download data available at this time surrounding the death. There is no evidence at this time to indicate that the device malfunction caused or contributed to the patient's death.